Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Secondary surgery, lens exchange. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.0/+2.0/089 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault and elevated iop. The problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned in liquid in a lens case/vial. Visual inspection found no visible damage to the lens. Corrected data: the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens -12.0/+2.0/089 sphere/cylinder/axis in the patient's right eye (od) on (B)(6) 2018. Claim # (B)(4).

Manufacturer narrative:
Corrected data: the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens -12.0/+2.0/089 sphere/cylinder/axis in the patient's right eye (od) on (B)(6) 2018. Claim # (B)(4).